Event description:
A 2.5 mm diameter x 12 mm length nc sprinter rx dilatation balloon catheter was inserted into a patient for treatment of an lad lesion. The lesion morphology is no tortuosity and no calcification. It was reported that the lesion site was pre-dilated and two stents were placed. The physician went in with the nc sprinter to perform post dilatation. The balloon was the lesion site and inflated to 18 atms, when he noticed a small leak in the balloon. The physician pulled the balloon a little and attempted to inflate a second time at 18 atms; he confirmed the balloon had burst. It was reported that he pulled the nc sprinter dilatation balloon catheter back passing through the guiding catheter and y-adaptor; were he felt some resistance. The physician noticed at that time that the balloon material and one of the balloon marker bands were missing. The missing parts were found in the y-adapter. The patient is reported to be stable.

Manufacturer narrative:
Evaluation results: related to another drug/device (y-adapter). Evaluation summary: medtronic has received the device and its analysis has been completed. The inner shaft was stretched with one marker bank remaining on the shaft. The balloon had detached from the device proximal to the balloon bond area. The proximal inner marker band had moved distally and was at the attach tip bond. The detached distal marker band was visually inspected and confirmed not to be damaged. The point of detachment of the inner shaft was immediately proximal to the tip seal bond. The point of detachment of the balloon/outer shaft was where the balloon bond and the outer shaft appear to have been inflated/expanded. The procedural image of the 1st inflation shows that the balloon is fully inflated and does not appear to show the leak reported by the physician. If a leak was present in the balloon, then it would not have been possible for the device to maintain the inflated balloon profile. The 2nd inflation shows contrast solution within the balloon and an inflated section of the balloon bond. It is not known if the balloon was deflated between the 1st and 2nd inflations, but it appears that the balloon bond became stretched between inflations. There is no evidence of a balloon leak or rupture in the images. Holes were identified in the balloon material that most likely occurred when the device was pulled into the y-adaptor. Please note that this device (lot number 0000240498) is distributed outside the united states; however, it is similar to the united states distributed product.